Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed atrial noise reversion episodes due to noise on the atrial lead. There were no other electrical anomalies. The patient was asymptomatic. No intervention was performed.